Event description:
Device report from china reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2023, the screw in question was found to be broken upon opening the packaging. A second package was opened and the same issue occurred. Another device was used to complete the surgery. There were no adverse patient consequences. No additional information is available. This report is for a cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished device product code: 400.834.04s, lot number: 2686p62. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 02/11/2022, manufacturing site: jabil bettlach, expiry date:01/10/2032. The photo and the product were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cranial-scr plusdrive ø1.6 self-drill l4 was broken at tip. The broken fragment was not returned for evaluation. No evidence of the device being damaged upon receipt was provided in order to confirm this allegation. A dimensional inspection was not performed for the cranial-scr plusdrive ø1.6 self-drill l4 due to post manufactured damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed yes as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: PMA/510(k) number added if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.